Event description:
Customer reported a broken screen on their pump, which was confirmed to be unreadable and unresponsive. There was no adverse impact to customer's blood glucose level. Technical support is awaiting return of the pump for further inspection, and a replacement pump has been arranged.